Event description:
Information received from the field notes varied impedances of 600 ohms to 1375 ohms in the bipolar configuration and possible lead fracture. Unipolar lead impedance was 460 ohms. The patient had a ventricular escape rhythm of about 40 bpm. The device was initially programmed to unipolar, but was subsequently replaced the next day.